Event description:
It was reported that the customer received a motor error alarm and a motor position encoder error alarm while filling the tubing. The customer removed the reservoir, used a plunger to fill the tubing and received the same alarms again. The customer's blood glucose was 7.7 mmol/l. Troubleshooting was done. The customer was able to clear the alarm. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed displacement, rewind, basic occlusion and prime/a33 tests. Unable to confirm e70 alarm in alarm history screen due to over written history file. Unable to perform excessive no delivery test and occlusion test due to motor error alarms. The insulin pump has cracked reservoir tube lip.